Event description:
The customer reported high blood glucose levels, faded buttons and a protruding drive support cap. The customer also stated that the end cap sticker is missing. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump also passed the self test. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.